Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported during case image was upside down. Tse reviewed logs and observed error #23003 observed in logs on universal surgical manipulator (usm) 3 axis 4 where endoscope was installed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised customer to use backup endoscope to resolve reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.